Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test.pump downloaded in the carelink pro software and all bolus deliveries registered properly in the carelink history report noted. Pump programmed with the current time/date, monitored for a week and the time/date functioning properly. Pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the insulin pump was malfunctioning and losing time. Caller stated that this caused the customer to have low and high blood glucose levels. Caller was advised to upload the device to software. The insulin pump was not replaced or returned for analysis.